Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two unspecified mentor saline implants, suffered several unexplained systemic symptoms, including extreme fatigue, memory loss, cognitive problems, muscle pain and weakness (all over), joint paint, hair loss, inflammation, insomnia, dry eyes, positive ana, low libido, low healing and easy bruising, headaches, migraines, nausea, ibs (irritable bowel syndrome), intolerance to hot and cold, persistent bacterial and viral infections, uti, yeast infections, metallic taste, heart palpitations, low blood pressure, frequent urination, numbness and tingling in hands and feet, cold hands and feet, chest discomfort, pain and burning around the implant and chest area, depression, anxiety, panic attacks, multiple miscarriages, feeling as though dying all the time, diagnosed with an unspecified connective tissue disease. Diagnosed with hashimoto's, fibromyalgia, and keeps getting diagnosed with autoimmune diseases. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.